Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was detected on the rv tip to rv coil which had led to inappropriate shocks. The lead was capped and replaced.